Manufacturer narrative:
Received 1 coude catheter. The reported event was confirmed as manufacturing related. The exterior of the catheter was visually examined and found an excess piece of latex on the shaft. This was caused during the hand cleaning operation of manufacturing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that there was extra rubber on the shaft prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was extra rubber on the shaft prior to use.